Event description:
The report stated that during a radio frequency ablation procedure, a water leakage occurred in the connector of needle electrode knob and tubing. Sterile water was in use during the procedure.

Manufacturer narrative:
The incident sample was not returned for eval. Therefore, an eval could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvement to tubing set design have significantly reduced the trend in leakage complaints.